Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to high readings. It was also found that the sensor's cannula was bent. It was unable to be confirmed whether or not the customer received the sensor in said condition due to the customer returning the sensor opened/used.

Event description:
It was reported that the customer's sensor had a bent electrode. The customer's blood glucose level was 125 mg/dl. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.